Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery hook (pch) instrument sparked once it was activated. The physician attempted to use it again and it sparked again. The pch instrument was always under direct visualization of the physician. The procedure was completed. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have a broken distal clevis from the base of the clevis. The broken clevis is still attached to the instrument by the pitch cable and conductor wire. Components adjacent to distal clevis show damage which may indicate potential mishandling/misuse. The complaint was confirmed by failure analysis.